Manufacturer narrative:
Universal oscillating saw attachment, part number 89-8509-450-60, serial number (B)(4) has been returned for complaint investigation. Upon receipt, it has been confirmed that the fork of the locking system was broken. Not repairable, the device has been replaced by a new one, serial number (B)(4).

Event description:
It was reported that the universal oscillating saw attachment stop working. The surgery was on a 90-minute delay.